Manufacturer narrative:
This report is submitted (B)(6) 2016.

Event description:
Per the clinic, the device was explanted due to an unknown reason (date not reported). Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 27, 2017.